Event description:
During mitraclip procedure in the operating room with the cath lab team an attempt was made to retract the mitraclip but it would not retract. The retractions was a attempted more than once without success. Emergent open valve replacement was performed on the patient. FDA safety report ID# (B)(4).